Event description:
The following information was reported by the customer's attorney: the mmt-397 insulin pump (even though there is no mmt-397 model number for a pump) failed to properly administer insulin, causing ketoacidosis. Allegations include claims of negligence in design and manufacturing such that the insulin pumps do not have adequate shut-off systems to avoid insulin overloads. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.